Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d11; g4; h2; h6 d11: (B)(4) ¿ versys stem ¿ unknown lot the reported event was confirmed by evaluation of the returned device. Visual inspection of the returned head identified dark debris on the surface of the conical taper. Damage in the form of scuffs found on the articulating surface. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Circumferential bands of deposits were also observed. The taper surface exhibited surface pitting. Quantitative eds of the taper¿s surface identified biological material containing some or all of c, o, mg, p, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00987 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head ¿ 612244857, 00620205222 ¿ shell ¿ 61214924, unkownn trilogy bone screw ¿ unknown part and lot, unknown stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital did not approve of the return. The investigation is in process. Once the investigation is complete, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00749.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.